Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no sound and buttons were not working sometime. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, keypad overlay texture damage, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test and self test or verify audio or vibrate anomaly or absence of alarm due to unresponsive keypad.